Event description:
It has been reported to philips that the allura xper fd20 system was unable to do exposure during clinical use as the image disk was full. The patient was moved to another room. No harm has been reported to philips. A philips service engineer inspected the system onsite and the log file was analyzed. Analysis of the log file showed that during a procedure, exposure was not possible as the image disk was full. The message "exposure not possible. Image disk full" was prompted to the user. As explained in the instructions for use: "there is no continuous display of the amount of free space on the image disks. When a new acquisition examination is selected or a new procedure is selected, the system displays a user message indicating the total amount of free disk space available. When the total amount of free space drops below the limit of 10.000 1k2 images, a warning user message, that free space becomes low, will be generated at the moment the examination is selected for acquisition. When less images are available for exposure than needed to complete a normal run, about 1000 for 1k2 or 480 for 2k2 images, the exposure run or fluoro store/grab cannot be started. A user message is generated to indicate this fact during the examination." The philips engineer recreated image storage, which increased the diskspace from 1500 images to 12000 images. In addition, the engineer replaced the ippc and hard drives as the image disk got full within 2-3 days. The system has been returned to use in good working order.